Manufacturer narrative:
As received, the implant coil was found already detached from the pushwire. The coil was inadvertently lost during the processing. The tack weld replacement crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found bent at several locations from the proximal end within the introducer sheath. During evaluation, when removing the pushwire from the proximal end of the introducer sheath, the pushwire became inadvertently broken and the release wire pulled back. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil was inadvertently lost during processing; therefore, any contributing factors from the implant coil could not be assessed. It is likely that the implant coil broke loose and detached from the pushwire at the detach element due to the movement of the coil against the reported resistance. The detach element likely detached from the pushwire when the pushwire was inadvertently broken at a bent location and the release wire was inadvertently pulled back. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. Related mdrs for this event: 2029214-2017-01116, 2029214-2017-01117.

Event description:
Medtronic received information that during coiling treatment, this coil detached during the procedure in the micro catheter. A second coil became stuck inside the microcatheter and prematurely detached in the physician¿s hand after it was removed. It was reported that the coil was loaded and reached the detachment zone, however the coil was not visible on the screen. The physician pulled the pusher wire out from the patient and the coil was not attached. The microcatheter was reviewed under fluoro but the coil was not visible. A second coil was selected and during delivery through the catheter, the coil became stuck. The second coil was removed and the catheter was inspected. The first coil was found inside the catheter. The coil had detached while inside the microcatheter. The second coil reportedly detached in the physician¿s hand after removing from the catheter. The physician completed the procedure with vascular plug and another coil. No patient injury was reported.